Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was not provided. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number:(B)(6) section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during procedure the vitrectomy cutter device didn't move. Prime and tune had successfully passed and the cut rate was confirmed in three stages 50, 500 and 2500. The account indicated that the patient's vitreous body was removed using a different method and the operation was successfully completed. Through follow-up, we learned, that the patient's capsule was damaged during procedure. No further information was provided. This report is against the veritas console. A separate report will be submitted against the vitrectomy cutter.